Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 12mm x 3.50mm taxus element drug-eluting stent was selected and advanced to treat the lesion but was unable to cross the lesion. Following withdrawal, the stent was found in the sterile field. The procedure was completed successfully. No complications were reported and no consequences on the patient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned to the complaint investigation site for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 12mm x 3.50mm taxus¿ element¿ drug-eluting stent was selected and advanced to treat the lesion but was unable to cross the lesion. Following withdrawal, the stent was found in the sterile field. The procedure was completed successfully. No complications were reported and no consequences on the patient.